Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was slightly proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was moved proximal to the introducer sheath friction lock. The inner diameter (ID) of the friction lock is smaller than the rest of the introducer sheath which allows it to seat properly on the pusher assembly mid-joint. If the mid-joint is moved proximal to the friction lock, resistance may be experienced during advancement. During functional testing, the smart coil was advanced through its introducer sheath, with resistance experienced while advancing the mid-joint through the friction lock, and then through a demonstration microcatheter without issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (a-com) using penumbra smart coils (smart coils). During the procedure, the physician placed two smart coils in the target vessel using a non-penumbra microcatheter. Next, the physician attempted to advance another smart coil into the microcatheter; however, resistance was encountered and the smart coil became stuck at the distal tip of its introducer sheath; therefore, it was removed. The procedure was completed using another smart coil, other coils and the same microcatheter. There was no report of an adverse effect to the patient.